Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2006 the patient's pump went dry due to the patient missing the refill. The patient experienced withdrawal and delirium tremens (dt). It was noted the pump was out of morphine and the patient's body "could not tolerate it because she has been on it so long." The patient was admitted. The pump system was delivering morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # l61551, implanted: (B)(6) 1999, product type catheter. (B)(4).